Manufacturer narrative:
Ous MDR - the performance of the leads under complaints were scrutinized. The analysis of both the selox jt and the pjn (B)(4) lead demonstrated an abrasion of the lead's outer insulation. This insulation damage can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics, the geometry and the location of these damages, it is reasonable to assume that the leads had been subject to excessive and continuous mechanical stress. The interaction between the leads should be taken into consideration. The insulation damage at the proximal part of the selox jt lead resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - inappropriate pacing impedances were reported and subclavian crush was suspected. Implant and explant dates were not reported to biotronik. No adverse patient side effects have been reported.